Event description:
An attorney representing a user facility reports one patient with "central islands" in both eyes following refractive surgery. The patient underwent an enhancement approximately 2 months following the initial procedure to treat an overcorrection. The reporter also stated the pt has 'poor best corrected acuity and an erratic refraction'. Additional info has been requested. This report is for the right eye, the left eye is being reported under MFR report #1061857-2007-00499.

Manufacturer narrative:
The investigation, including root cause determination is in progress.